Event description:
It was reported that surgeon reamed to 16.5 with cylindrical reamers, then impacted 16mm 217 bowed stem down canal of femur which did not have adequate press fit. Then explanted the 16mm 217 bowed stem and replaced with 17mm 217 bowed stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.